Event description:
It was reported that a customer and her team had an issue with mfg a303316a surestep foley tray, bardex i.c., complete care, urine meter, statlock stabilization device, 16 fr. Bedside rn attempted to collect urine from foley catheter sampling port. Red seal was still intact on foley. Bedside rn cleansed port first prior to connecting syringe and attempted to draw back urine. Urine was not drawing back, rn attempted to remove syringe, but blue port came out entirely, still connected to the syringe. Port remained uncontaminated, bedside rn immediately reinserted to close foley catheter system. Patient then stated this happened to her yesterday, and urine was leaking. Rn spoke to charge rn who recommended to change foley bag. Foley bag changed. Md then notified. Md ordered to change out foley catheter. New foley catheter was reinserted by bedside rn.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.